Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED battery pack (s/n (B)(6)) was depleted. An AED serial number. Was not provided they reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.